Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced syncope and went to the emergency room. Interrogation showed the right ventricular lead showed a polarity switch due to high bipolar impedance. It was also noted that capture threshold was high, there were pauses, oversensing, and noise was seen on the electrogram. The lead was capped and replaced. No further patient complications have been reported as a result of this event.